Event description:
Complainant alleged that during installation, the device displayed a technical failure 316 "blower failure" error message. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
The device logs were provided to technical support for evaluation. The device logs confirmed the reported alarm and also contained logs that are indicative of an inspiration block malfunction. Technical support processed a warranty replacement inspiration block to the customer and requested that the faulty inspiration block be returned to the failure analysis lab for further evaluation.